Event description:
It was reported that the device was replaced. The device was returned for disposal. No pt symptoms were reported. The pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4). Final analysis of the pump revealed battery resistance high. Per analysis, 'in house battery tester par 273a reports r=422 ohms. = (-2.86v - -0.747v) / (0.00002a - 0.00502a) ocv = 3.02".